Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing of the device confirmed that it is functioning. Surgery to explant the patient's device is under consideration.